Manufacturer narrative:
Due to character limit in the e1 section event site name, the event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump`s display became distorted, during treatment. So the hospital staff switched to cs300 intra aortic balloon pump and continued the treatment. The injury information is unknown.

Manufacturer narrative:
Updated fields: b4, b5, d8, g3, g6, h2, h3, h6 - type of investigation code, investigation findings code, investigation conclusion code, health effect-clinnical code, health effect clinical impact code, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the screen is distorted. There is poor contact between the upper board and the lcd display. It was improved by cleaning with a contact cleaner and reinstalling it.

Event description:
It was reported that cardiosave intra aortic balloon pump`s display became distorted, during treatment. So, the hospital staff switched to cs300 intra aortic balloon pump and continued the treatment. There was no injury reported.